Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetes educator reported via phone call of having high blood glucose of 439mg/dl. Customer treated with the pump. Customer was advised on bolus and the bolus wizard. Customer had turned off the bolus by accident and troubleshooting advised how to use it. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.